Event description:
The hosp was contacted on 4/13/99 on a third attempt to gain info about this event. Co was told by the facility that the burn was never verified and that the device was discarded after the procedure. No further info will be provided.